Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. No foot pedal or battery were returned. A visual inspection found a loose foot pedal receptacle. A functional test was performed with a good test battery. The unit pressurized with the power switch. The limbs were manipulated with the test footswitch and performed as designed. The loose receptacle did not affect the performance of the unit. The unit was left pressurized for 30 minutes. It was de-pressurized several times via the drape switch test fixture. The unit¿s set up switch was used to de-pressurize the unit several times. The piston migration was measured at 1.56.¿ the printed circuit board was checked and was secure. The pcb¿s connections were checked for secureness. Connections to each of the switches were checked. The battery connector and it¿s wiring were ok. The mounts of the set-up, main and drape switches were secure. Each switch was manipulated to attempt a sudden de-pressurization. The electrical connections of the pcb were manipulated to attempt a failure. The unit was tapped in multiple areas with a plastic mallet to attempt a failure. The unit stayed pressurized. It was left pressurized for 1 hour. The limbs were manipulated for 10 minutes with no issues. The complaint wasn¿t verified and the root cause couldn¿t be determined since the reported malfunction couldn¿t be duplicated during functional testing. Instruction for use is recommended to be referenced in regards to the indicator light as it relates to battery energy and also the battery charging section for correctly charging the battery. If a depleted battery is used, it may have enough power to depressurize the spider2, but if it is depleted enough and any switch is released to re-pressurize, the unit will not have enough power to pressurize. The unit would then give the impression of a ¿limb falling.¿ health professional and user facility should be marked.

Event description:
It was reported that during a surgery, the device was not hold the patient, producing that the patient limb fell. It is unknown if a backup was available or if there was a delay in the procedure. Patient injuries were not reported.